Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting enough pain coverage. The patient underwent a revision procedure wherein leads were added.